Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up to an alarm and that the pump suspended deliveries. The customer's blood glucose level was 500 mg/dl. During troubleshooting with tandem technical support, it was identified that the customer received an auto-off alert and an auto off alarm before receiving the resume pump alarm. Cts reminded the customer about the auto-off safety feature can be modified or turned off and to check with their healthcare provided before modifying the settings. The customer declined to further troubleshooting.